Event description:
Re-admission for surgery (B)(6) 2013 for disc herniation l3-l4, fracture l4 with secondary screw loosening at l4 as well as fractured head of left s1 screw, hardware failure. Initial surgery (B)(6) 2013, was lumbar laminectomy and fusion.